Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their cardiac resynchronization therapy defibrillator (crt-d) sounded an alarm when they experienced asthma symptoms. It was added the alert was due to the right ventricular (rv) lead superior vena cava (svc) coil impedance out of range. The svc coil of the rv lead was programmed off and is no longer in use. The crt-d and rv lead remain in use. No patient complications have been reported as a result of this event.